Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the 3.5mm universal drill guide was broken. There was no patient consequence. This report is for one (1) 3.5mm universal drill guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: product code 323.360, lot: 8212296, manufacturing site: haegendorf, release to warehouse date: december 21, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the univ-drill-guide 3.5 was received at us customer quality (cq). No visual or broken features were observed with the returned device. Dimensional inspection: the diameter of the drill sleeve was measured to be in the specification per the drawing. Document/specification review: based on the date of manufacture, the following drawings, reflecting the current and manufactured revision were reviewed. 3.5 mm universal drill guide, 2.5 mm drill sleeve. Conclusion: the overall complaint was not confirmed for the received univ-drill-guide 3.5. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.